Event description:
Reportedly, the patient received inappropriate shock due to noise oversensing. Preliminary analysis was provided stating that the origin of the noise oversensing is external electromagnetic interferences.